Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. The internal part of the device was inspected visually and found evidence of visible foam degradation. Secondary findings include excessive debris and particles contamination. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been scrapped.

Manufacturer narrative:
The manufacturer was previously reported as, the device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. The internal part of the device was inspected visually and found evidence of visible foam degradation. Secondary findings include excessive debris and particles contamination. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been scrapped. After reviewing further information, it has been determined that previously report was incorrect, the correct report should be as the device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Error codes was found in the ventilator's downloaded error log. The device passed all functional testing. The device was remediated and scrapped. If additional information is obtained, a follow up will be filed. Section describe event or problem in box b, section evaluation results code grid and conclusion code grid in box h has been updated/corrected in this report.